Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 34 drawers were failed and unable to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that half height auxiliary 2 drawer 4.1 fails intermittently. A field service engineer (fse) identified the issue, all cubies in both sub-drawers were not on the bus. Fse checked cables and connections, then fse removed and replaced the drawer controller. Later, the field service engineer (fse) rechecked the cables and connections, inspected for debris and damage. The fse reseated the cable and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of medstation es - 34 drawers failed, unable to recover was confirmed during fse testing and subsequently confirmed during dchu investigation process. According to work order (wo) (B)(4) the field service engineer (fse) found that the cubies in both sub drawers were not on the bus and resolved detection issues by replacing the drawer controller. The repair could not be fully completed due to a firmware update failure caused by a non-working auto login. The fse will return or finish the repair remotely. The system functioned as intended after the fse completed the repair. Dchu received for evaluation: one (1) used pcba pmc v1.06/v0.09bl hh p/n 151630-01 (s/n (B)(6)), which did not show any anomalies. Dchu digital multimeter (dmm) testing performed on the received used pcba pmc v1.06/v0.09bl hh using a calibrated multimeter (dmm, c15-4568 calibrated until 15oct2026) revealed a damaged fuse f201, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported issue (medstation es - 34 drawers failed, unable to recover) was determined to be due to the pcba fh cubie pmc received, was identified with a damaged component: fuse f201. Which prevented the drawer from recovery.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 34 drawers were failed and unable to recover. As per part investigation, it was determined that the pcba fh cubie pmc component fuse f201 damaged. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 34 drawers were failed and unable to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.